Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the fst that cardiosave intra-aortic balloon pump (iabp) is not inflating balloon. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (investigation findings), h11. Corrected fields: d5, d10, e2, e3, e4, e1 (initial reporter, event site email), g2, h6 (component code).

Event description:
It was reported during use by fst that cardiosave intra-aortic balloon pump (iabp) would not inflate. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacturer date), g1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. Corrected fields: h6 (medical device problem code). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse was unable to duplicate issue. The fse found multiple gas loss in iab circuit alarm in the logs. The fse also found that the fiber optic extension assembly connector was intermittent. The fse replaced the fiber optic extension assembly . The fse replaced the safety disk and tidal disk due to exceeding pm requirement. The unit passed all safety and functional tests and was returned to the customer for clinical use. The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, the failure analysis and testing dept. Received part number 0012-00-1562 with a reported unit failure of the fiber optic extension. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. At.

Event description:
Na.